Event description:
In 2009, the lay user/patient contacted lifescan alleging an "apply sample" issue with a one touch ultra meter. The patient indicated that the alleged issue started at 6:00 pm. An hour after the alleged issue began, the patient claimed that she developed symptoms of thirst, shakiness, and a headache. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, and if the patient attributed the symptoms to high and/or low blood glucose. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.